Manufacturer narrative:
Conclusion: various factors can affect valve positioning, such as patient anatomy or user technique. Analysis on the returned valve shows minor deformation or bent struts on the outflow frame, adjacent to one frame loop. This finding is consistent with historical events for misalignment during loading. If the valve is not loaded correctly, it can impact the ability to accurately position and deploy the valve. Based on the event description, the difficulty in positioning the second valve was likely impacted by the location of this valve in the ascending aorta.

Manufacturer narrative:
It was reported the first and third valves would be returned for analysis. A separate report has been filed on the third valve. There was no allegation against the second valve, which was discarded. A supplemental report will be filed when the analysis or investigation is completed. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was discolored, showing evidence of blood contact. Minor deformation (bent struts on the outflow frame adjacent to one frame loop) appear consistent with historical events for misalignment during loading. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissure were intact. (B)(6).

Event description:
Medtronic received information that during implant, this transcatheter bioprosthetic valve was deployed in too high a position due to the patient's horizontal ascending aorta. The valve was snared and implanted in the ascending aorta, but subsequently migrated to the bottom of the inflow portion at the sinotubular junction during an unsuccessful attempt to implant a second valve of the same size and model. The second valve was withdrawn. A smaller valve of the same model was deployed valve-in-valve, with the outflow of the third valve sitting within the inflow of the first valve. Angiography showed mild paravalvular leak, and two balloon aortic valvuloplasties (bav) were performed. During the second bav the smaller valve migrated upward and periaortic effusion was detected by echocardiogram. Upon further investigation by echocardiogram, a dissection was detected on one side of the annulus. Pericardial effusion then began to occur and the patient became hypotensive. The physician elected to surgically remove both bioprosthetic valves and the distal portion of the native aortic root. An aortic root bioprosthesis was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.